Event description:
Event description cpi received information that the patient received a shock from the implantable cardioverter defibrillator (ICD) while exercising. Intermittant noise was noted on all three channels. The patient was able to reproduce the noise while exercising, which resulted in pacemaker inhibition.